Event description:
Pt's husband contacted dexcom technical support on (B)(6) 2011, to report that pt had experienced a hypoglycemic episode and had lost consciousness. Paramedics were called and tye measured her bg/cgm at 10/81 mg/dl. During his call to dexcom technical support pt's husband reports that pt had been hospitalized and that her condition has stabilized.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.